Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Manufacturer narrative:
Insulin pump was received with a protruded/loose drive support disk. A scratched display window and cracked reservoir tube lip also noted.

Event description:
No blood glucose levels were provided. The customer reported that the insulin pump was dropped on the floor. The customer also reported that the drive support cap of the insulin pump appeared to be sticking out. The customer also reported scratches on the display of the insulin pump but it was apparently still readable. The customer was advised that the insulin pump would need to be replaced. The customer was advised that the insulin pump would need to be returned for analysis. No additional information was provided.